Event description:
Customer reported the system is shooting x-rays on its own. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and repaired the x-ray switch. System operates as intended.